Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for the reported lot number, m7359t305, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 06-may-2018 as been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). The device was not returned.

Event description:
It was reported the flex adaptor was "pulling" from dual swivel elbow (dse). There was no reported patient injury. No additional information was provided.

Manufacturer narrative:
The actual used device reported in this complaint was not returned. One unused sample was received inside an open product packaging. The male insert of the dse (double swivel elbow) was examined. There was no visible damage to the manifold or to the male insert. The male insert swiveled. The 15mm end of the flex connector was attached to the male insert of the dse. No resistance was felt when attaching the components. The flex connector made contact with the leading edge of the manifold. A certified ruler was placed next to the mated components. There was zero distance between the leading edge of the flex connector and the top of the dse flange. The flex connector was rotated. The dse male insert did not rotate with the flex connector. All information reasonably known as of 06-jun-2018 as been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).